Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. All four plungers were missing from the snap lock. The plungers typically come out due to lack of lubrication. Hence, in order to remove the long attachment, the handpiece is hammered which leads to breaking the snap lock. It was likely broken and put back together in an attempt to fix it, however, the plungers are missing and it was put back together incorrectly. Therefore, it will not hold or engage a drill. The malfunction is likely due to user error and no corrective actions were initiated for this issue.

Event description:
It was reported that, during instrument set-up for a tka surgery, the drill and long attachment did not lock into the handpiece. The handpiece was swapped and the case continued. The patient was not harmed. The results of investigation indicate that the snaplock was broken, which is a reportable malfunction.